Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. We have been advised that the customer services their own pumps; and therefore, will replace the batteries and expired safety disk themselves. Once repaired, the customer will clear the unit for clinical use. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during a field action, performed by an (B)(6) technician (getinge designee). There was no patient involvement, thus no adverse event was reported.